Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025 and met position, anchor, seal and size (pass) criteria. The patient was discharged. The patient presented to the routine 45 day follow up transesophageal echocardiography (tee) and it was noted that the closure device had shifted and a 4mm leak was noted around the device. The patient will remain on oral anticoagulants. A computed tomography (CT) is planned, and a follow up tee will be performed in six (6) months. The physician does not plan to perform any intervention to the patient. There were no patient complications.